Manufacturer narrative:
B3 - date of event: estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the account has had several instances lately of the indeflator failing. The indeflators are difficult to pressurize, the handle seems stiffer, air bubbles are seen in the balloons during inflation. Deflation also appears to be taking longer than normal. The luer has been difficult to connect to other devices, some times it just pops off and needs to be reconnected. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. 4 sterile/unused devices received. There was resistance felt when pulling the handle for all samples. There was a sound of rod sliding through the half nuts when the handle was being pulled back and forth. Four new complaints were created for these samples due to the observed physical resistance. As there was no damage noted to the device during the inspection prior to use, it is possible that the devices were not properly aligned and/or not fully connected/tightened while attempting to connect and/or the port of the device being connected was compromised resulting in the reported difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the account has had several instances lately of the indeflator failing. The indeflators are difficult to pressurize, the handle seems stiffer, air bubbles are seen in the balloons during inflation. Deflation also appears to be taking longer than normal. The luer has been difficult to connect to other devices, some times it just pops off and needs to be reconnected. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.